Manufacturer narrative:
The lot number for the malfunction was not provided, therefore a lot history review was not performed. The device was not returned for evaluation, therefore the investigation is inconclusive as no objective evidence was provided. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown port allegedly experienced restricted flowrate. This information was received from a single source. This malfunction involved a patient with no patient injury. The patient's age, weight, and gender were not provided.